Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Customer is requesting assistance with entering auto basal with 780g.calibration was not accepted or change sensor alert occurred whichprevented pump from entering auto basal.customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding toglucose changes. No harm requiring medical intervention was reported. The sensor glucose value at the time of the event was 85 mg/dl. The blood glucose value at the time of the event was 168 mg/dl. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base causing needle hard to remove from sensor, unable to continue with functional testing due sensor being damaged. In summary, the customer complaint for sg vs bg event could not be confirmed due to needle bent inside sensor base. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.